Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: after 3-4 infusion changes, the infusion set becomes less secure and the inner rubber starts to collapse and become impermeable. Additional information received from the customer: was patient or user harmed? If yes, please explain. No. Was additional medical intervention/medication required? If yes, please explain. No. Please confirm the number of products affected. 30 within package, the rest of package not used.

Event description:
Loose connection between the maxzero & external products - yes. Recessed piston (the blue rubber part) in the maxzero - yes. Occlusion of flow in the maxzero - yes. Please confirm how long in total was the maxzero used for before the reported issue occurred? 1 year. Please confirm how the fault was identified? When changing infusion please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? After 3-4 infusion changes, the infusion set becomes less secure and the inner rubber starts to collapse and becomes impermeable. Please confirm the make and model of the connecting product(s)? - intrafix safeset please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Not noticeableplease confirm what substance was being infused during the time of the event? Standard infusion with minerals

Manufacturer narrative:
Investigation result: thirty-one mz1000 samples were received in sealed packaging from lot 25025415 for investigation; no connecting product was returned to aid the investigation. The customer reported that "the infusion set becomes less secure and the inner rubber starts to collapse and become impermeable" further information from the customer has stated that the issue was identified after 3-4 infusion changes and the connecting product used was intrafix safeset. Six samples were selected at random for functional testing. A visual inspection of the selected samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, the samples were then subjected to leakage testing; no leakage was observed from the maxzero in all instances. Additionally no occlusion was observed throughout testing of the maxzeros. Finally when the maxzeros were disconnected from the connecting product, the piston was identified to return to the closed position in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025415 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 product in the past 12 months.